Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 377660, lot# v013496, implanted: (B)(6) 2006, product type: lead. Product ID 377660, lot# v013496, implanted: (B)(6) 2006, product type: lead. Product ID a01411002, product type: recharger. (B)(4).

Event description:
It was reported that the consumer had a hard time charging which began a couple of weeks prior to the report. Specifically, the consumer was only able to get 2 coupling boxes (and 0 boxes) on the recharger screen and thought that the ins was deeper than their previous ins. The consumer was using the recharger belt. The consumer was directed to place the antenna right on top of the implant and turn the dial which resulted in getting all 8 boxes on the recharger. This action resolved the reported issue. Additional information received from the consumer reported more concerns with communication and charging problems. They had not been able to charge the device since (B)(6) of 2015. This was their second device and the problems with charging began after their replacement surgery. They were unable to communicate using either the patient programmer or the implantable neurostimulator recharger (insr) and were seeing the poor communication screen on the patient programmer. The consumer has never felt stimulation since the replacement. The consumer tried syncing with and without the antenna but it did not resolve the issue. It was later reported by the consumer that the implantable neurostimulator was faulty and they would be going in soon to have their battery replaced. The indication for use was spinal pain. Should additional information be received, a follow up report will be sent out.